Manufacturer narrative:
(B)(4). The initial MDR was submitted for brand name abbott axsym system, list 7a83-82, and manufacturer name abbott (B)(4). It was later determined more appropriate to investigate brand name axsym toxo igg, list 9k08-20. This report is being filed on an international product ((B)(4)) that has a similar product distributed in the us ((B)(4)). The similar product manufacturer name is abbott (B)(4). Customer returns were not available for testing. A retained kit of axsym toxo igg reagent, list number 9k08-20, lot number 95464hn00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate reagent specificity, 5 replicates of a specificity panel were tested. Specificity panel values met specifications and the results were in the range between 1.1 iu/ml and 1.4 iu/ml and no false reactive result was obtained. Complaint records for lot number 95464hn00 were reviewed. This review did not identify any problems relating to the customer's observation. Based on the evaluation, it was determined that axsym toxo igg reagent, list number 9k08-20, lot number 95464hn00, is performing acceptably.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated that a positive axsym toxo igg result of 26.7 iu/ml was generated for a patient on (B)(6) 2011. The patient was retested on (B)(6) 2011 and the result was again positive at 28.8 iu/ml. The patient tested negative using alternate methods (not specified). No impact to patient management was reported.